Event description:
Caller reported experiencing a cartridge alarm 30 with their insulin pump, which they had not previously reported with this pump's serial number. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the occurrence of consecutive cartridge alarms and decided to replace the pump. The customer was informed of the replacement process, including using injections as a backup therapy, and acknowledged the steps for returning the faulty pump. A replacement pump with updated software was sent, and training was made available in the customer's tandem source account.